Manufacturer narrative:
Initial.

Event description:
It was reported that the patient using the ilet bionic pancreas experienced a morning hypoglycemia treated with approximately a quarter cup of orange juice, then announced and ate breakfast, after which glucose rose to 306 mg/dl; troubleshooting indicated overtreatment of the low and timing of the meal announcement contributed, and education on proper low treatment was provided, with no device component implicated. Symptoms included hypoglycemia and subsequent hyperglycemia without reported clinical manifestations. Outcomes included the need for medication intervention in the form of carbohydrate treatment for hypoglycemia. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect method for treating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.